Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became frayed and would no longer charge the pump. The customer did not know how the usb cable became frayed. There was no impact to the customer's blood glucose level.